Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self; the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/21/2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer on 2/4/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 214, 180, 168 and 171 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. At the time of the call, the customer reported feeling ill with symptoms of blurry vision and foggy, watery eyes. Medical attention was not needed at the time of the call. During the call on (B)(6) 2019, the customer was unable to perform a back to back blood test as she was not at home at the time. Customer stores open test strips vials in her purse and unopened vials in the bedroom. Customer had opened a new vial of test strips that morning and obtained the result of 214 mg/dl: lot mv2791, manufacturers expiration date of 08/20/2019. Customer also used test strip lot number mu2578, manufacturer's expiration date is 01/31/2019 and open vial date is 11/07/2018. The meter memory was reviewed for previous test result history (time not set): (B)(6).